Event description:
The customer reported to olympus that while using the high-definition lcd monitor, the power goes on and off for the first 20 to 30 minutes until the device warms up. The issue was found during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 13 years since the subject device was manufactured. No device was returned for evaluation therefore a definitive root cause for this issue was not established. The causes of these failures were not determined. Olympus will continue to monitor field performance for this device.